Manufacturer narrative:
There is insufficient data available to philips for philips to determine the cause of the respective incident. The customer has stated that the device did not cause or contribute to the patient¿s injury, they are unsure about the calibrated status of the co2 extensions prior to the patient event, and that they were unable to calibrate the co2 extensions following the patient event. The customer has stated that the co2 module extensions have remained out of clinical use on patients, and the customer has confirmed operational functionality of concomitant x2 and mx800 devices. Philips has ruled out the issues described in service bulletin sb86202966a and recommends that all msl pins, connectors, and/or cables of the co2 module extensions, as well as the concomitant x2 and m800, be checked for operational functionality as a possible solution to the issue described. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called philips on (B)(6) 2020 initially to report that their co2 module was disconnecting from the host mx800 beside monitor. Following the initial call, the customer provided the following information on (B)(6) 2020: ¿on (B)(6) 2020 at approximately 3:15 pm, emergency department staff complained that the co2 module is intermittently disconnecting from host monitor during a code blue case. The clinical staff exchanged the co2 module, only to observe the same behavior. The patient coded blue due to a cardiac arrest.